Event description:
The customer experienced instrument errors and received questionable results for n-terminal pro b-type natriuretic peptide (probnp), prostate-specific antigen (tpsa) and vitamin b12 (b12) on the additional e module analyzer. The user said 36 erroneous results were generated, but only provided results for 11 patient samples which gave discrepant results. The patient samples were repeated on (B)(6) 2010. Patient sample 1, the initial result for tpsa gave 0.74 ug/l. The repeat result gave 1.9 ug/l. Patient sample 2, the initial result for tpsa gave 1.3 ug/l. The repeat result gave 3.3 ug/l. Patient sample 3, the initial result for tpsa gave 0.64 ug/l. The repeat result gave 1.5 ug/l. Patient sample 4, the initial result for tpsa gave 0.72 ug/l. The repeat result gave 1.6 ug/l. Patient sample 5, the initial result for tpsa gave 0.39 ug/l. The repeat result gave 1.1 ug/l. Patient sample 6, the initial result for probnp gave 854 ng/l. The repeat result gave 2270 ng/l. Patient sample 7, the initial result for probnp gave 232 ng/l. The repeat result gave 486 ng/l. Patient sample 8, the initial result for probnp gave 3730 ng/l. The repeat result gave 8350 ng/l. Patient sample 9, the initial result for probnp gave 89 ng/l. The repeat result gave 240 ng/l. Patient sample 10, the initial result for b12 gave 1480 pmol/l. The repeat result gave 607 pmol/l. Patient sample 11, the initial result for b12 gave 1160 pmol/l. The repeat result gave 349 pmol/l. The initial results were reported outside the laboratory. The repeat results were considered the correct results. No adverse events have been alleged regarding these discrepancies. The reagent lot numbers for probnp, tpsa and b12 were not provided. The field service engineer found a cracked sipper tube inside the connector of extra wash sipper and repaired the connection. The customer reported the instrument was working correctly after the service visit.

Event description:
It was reported that during a sigmoidectomy procedure, the staples were malformed. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Washer uncut the analysis results found that the device arrived in good visual condition without staples present and with the breakaway washer uncut and indented, indicating that the device had not been fired through a full firing stroke or possibly that the orange indicator was not fully into the safe green firing range. It should be noted that if the indicator is not fully within the green range of the gap setting scale or if the firing handle is not firmly squeezed using steady pressure until the firing handle is fully parallel to the instrument handle, staples could be deployed without completely forming and without cutting the washer. For more information, please refer to the instructions for use. The device was reloaded with staples and tested for functionality with a test washer; the device formed all the staples, as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. A batch record review was performed and no anomalies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.